Event description:
It was reported that the patient had a urinary tract infection. The etiology of the event was noted as ¿new illness, injury¿. Patient symptoms of nocturia were also reported. The patient was treated with cipro 500 mg b.i.d. For 7 days. The patient outcome, as of (B)(6) 2011, was reported as resolved without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3093-33 lot# v432344, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).